Manufacturer narrative:
The insulin pump was received with cracked at the display window corners, minor scratched lcd window and cracked reservoir tube lip noted. During visual inspection shows that damage to the lcd screen is a minor scratch as reported by user. No unexpected hard to read anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the screen was hard to read due to severe scratches. The customer's blood glucose was 79 mg/dl at the time of incident. The customer's spouse stated that they were having the insulin pump in a case that might have caused the scratches. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.